Manufacturer narrative:
D4 catalog no - correction d4 lot no - correction primary UDI number - correction h2 correction h4 device mfg date - correction h6 component code - correction

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
The complaint states that "cgm accuracy" was reported. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient experienced an issue with alert and notification settings. The patient experienced hypoglycemia and was feeling tired. The patient reported that the receiver was maybe more the 6 meter from the transmitter and didn´t alerted for hypoglycemia. The bg reading was 23 mg/dl and the patient was taken by ambulance to the hospital. At the time of the report the patient was ok. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.